Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an micl12.1, -10.5 diopter, implantable collamer lens, in the patient's left eye (os) on (B)(6) 2017. Refractive surprise was noticed. The lens remains implanted. Attempts at obtaining additional information have been unsuccessful.